Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed (B)(6) 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4), units released. Lot expiry date: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 was reviewed. On (B)(6) 2017, the patient had a right total knee arthroplasty to address primary osteoarthritis and chondromalacia of right patella. There were no complications noted during the procedure. Depuy components including depuy patella and depuy cement x 2 were used during this procedure. On (B)(6) 2019, the patient was revised to address loosening of tibial tray and instability. Depuy components were implanted along with competitor cement x2. Prior to surgery the patient had developed pain and instability and the patient was reported to have had evidence of implant loosening with painful collateral ligaments. The patella was found to be intact with no loosening or wear. The patella was not revised. The tibial tray was noted to be loose at the implant/cement interface. The tibial tray, insert, and femoral components were revised. Doi: (B)(6) 2017. Dor: (B)(6) 2019; (right knee).